Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak. The breathing module seals were cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit failed the pre-use leak test. There was no report of patient involvement.